Manufacturer narrative:
(B)(4). Revision occurred on an unknown date in 2018. Concomitant medical products: maxim total 16 mm right femur catalog # unknown lot # unknown. 71 mm ibeam tibia posterior cruciate retaining catalog # unknown lot # unknown. 14 mm poly domed patella catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because it was disposed. The investigation is in process. Once the investigation  has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a right knee arthroplasty. Subsequently, the patient was revised due to wear in articular surface prosthesis. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed through radiographs received. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review indicates there is malalignment of the right total knee arthroplasty with resultant metal-on-metal articulation and near dislocation of the tibia with respect to the distal femur. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Concomitant medical products: bmet arcom ap pat 3pst 31mm sm catalog # 11-150840 lot # 174390, maxim ilok ana pri fml 60 rt catalog # 140011 lot # 595820, biomet cc I-beam tray 71mm catalog # 141223 lot # 076380.

Event description:
No further event information available at the time of this report.